Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette and inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm prior to the leak during drain 3 of 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the pd registered nurse (pdrn) could not confirm the source or cause of the leak. There have been no further issues with the cycler since the reported event. The patient was able to complete treatment via manual exchanges. The pdrn confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information: a2, a3, a4, b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette and inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm prior to the leak during drain 3 of 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the back of the cassette and inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a draining slowly alarm prior to the leak during drain 3 of 5 of treatment and the treatment was cancelled. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. It was reported that an alternate treatment option was available. Upon follow up, the pd registered nurse (pdrn) could not confirm the source or cause of the leak. There have been no further issues with the cycler since the reported event. The patient was able to complete treatment via manual exchanges. The pdrn confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.